Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was admitted to the hospital for an appropriate hv therapy, the lv lead was found to be dislodged. The patient had no adverse events related to the lv lead dislodgment. The replacement procedure went well and there were no adverse events during or post procedure.